Event description:
It was reported that an ilet user received a ¿dosing stopped¿ message after the pump stopped receiving glucose readings from a freestyle libre 3 plus sensor, and the user had applied a new sensor but had not yet scanned and paired it; the issue aligned with an incorrect or incomplete pairing procedure and did not implicate a specific device component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to procedure, specifically an improper or incorrect method in setting up the replacement sensor. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.